Event description:
A nurse reported multiple cases of tass (toxic anterior segment syndrome) during the last three to four months. No pt identifiers were provided. The nurse indicated it is unk what may have caused or contributed to the events. She reported additives were introduced in the bss (balanced salt solution) bottles during some of the procedures. A company representative consulted with the nurse at the site and discussed common causes of tass and recommendations.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).